Event description:
Reportedly, upon placing the ta across the rectal stump, the staples did not fire and no staples deployed, causing a perforated line. The surgeon used the eea size 28 and it worked fine, but when the anastomosis was completed a leak was noticed in the bowel and the procedure ended up a diverted colostomy. Used another load and stapled across the rectal stump. 05/16/2001 sales rep - when the instrument was placed across the rectal stump, the pin did not go through the alignment hole. When the instrument was closed to crimp staples, the staples were not crimped or formed. The pin was underneath the bowel at the time and the surgeon was not able to see the problem.